Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The consumer reported a loss or change in therapy; she thought the device was effective at the beginning but her symptoms were now the same as before she got the device. The patient was not feeling stimulation but it was stated to be on. Stimulation was increased and the patient was not feeling stimulation in the correct location; she was feeling stimulation at the implantable neurostimulator (ins) site. She had a little more warning but she was still having accidents. Symptoms were the same as before getting the device. The symptoms becoming the same as before being implanted occurred in (B)(6) 2015. Feeling stimulation in the wrong area occurred the day of this report. Not feeling stimulation occurred on (B)(6) 2015. Indication for use was unknown. Follow-up was performed to determine what actions were taken to address this event and if it was resolved. This event will be updated if additional information is received.